Event description:
It was reported that dermabond was applied to both the neck and chest wall incisions of a cancer patient following port insertion. Postoperatively, both incisions became infected and dehiscenced. As a result, the port was explanted. No further information is available at this time.

Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.